Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the pump's time setting was incorrect by twelve hours. The reporter noted the patient had experienced elevated blood glucose readings during the night ranging from 270 mg/dl to 300 mg/dl, and low blood glucose levels from 50 mg/dl to 60 mg/dl during the day. At those times the patient experienced the symptom of shaking. The patient administered self-treatment by consuming juice and peanut butter. During a physician office visit, it was determined the patient had not programmed the pump time correctly after replacing the battery. The reporter noted that once the pump time setting was correct, the patient's blood glucose readings returned to his normal target range of 70 mg/dl to 120 mg/dl. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient's technique was incorrect by not setting the pump date/time correctly, which can cause the incorrect basal rates to be dispensed. There was no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2012. The pump has been returned and was evaluated by product analysis on 08/22/2012 with the following findings: black box verifies pump returning to default time and date following a power on reset. Daily insulin delivery totals appear inconsistent due to time and date issue. After setting date and time on pump the battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Battery compartment is cracked. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. User error cannot be discounted as contributing to this event, as the pump displays the verify screen after a battery change, and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Date of event: not provided.